Event description:
According to the initial information received, a 26mm amplatzer septal occluder (aso) was implanted on (B)(6) 2011. However, on (B)(6) 2011, perforation of the cardiac wall was suspected so the patient was immediately admitted for surgery to have the aso removed. The patient was reportedly stable after surgery. The removed aso was retained by the hospital. Additional information was requested.

Event description:
According to new information received, the patient's pre-existing conditions were pulmonary infarction and deep venous thrombosis. The defect size as measured via transesophageal echocardiography were 21x18mm and 25mm via a sizing balloon. Other measurements include: distances to rim coronary sinus; 13mm; tv; 22mm; mv; 20mm; rupv; 26mm; svc; 19mm. Posterior rim; 17mm. Ivc rim; 16mm; aortic rim; 0mm. La roof; unknown. On the morning of (B)(6) 2011, the aso deployment procedure was completed and the patient was doing well. On (B)(6) during a routine echocardiography prior to discharge, the patient walked to the room for the echocardiography. The patient began feeling out of breath and chest discomfort during the exam. The symptoms gradually deteriorated and pericardial effusion worsened/increased with time. The patient was diagnosed with cardiac tamponade and was transferred to the ICU. The surgical procedure was performed the same day. About 600ml of fluid was drained from the pericardium, the patient was kept on an oxygen pump and a detailed examination of the surface of the heart was conducted. The examination identified the source of bleeding; contact between the right atrium and aortic root. The right atrial (ra) disc of the occluder penetrated through the ra wall and an adjacent aorta was injured (about 2mm). There was a pinhole at the center of the damaged aorta and bleeding from that point was observed. The damaged aortic wall and ra wall were directly sutured and the aso was removed. The asd was closed by self-pericardial patch. No device malfunction was observed. The patient was weaned from ventilation the same day. The patient was doing well, discharged from the hospital on (B)(6) 2011 and returned to her country of origin.

Manufacturer narrative:
When our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
This event was reviewed by aga's erosion board. Following adjudication, erosion was confirmed.

Manufacturer narrative:
Image review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Device analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the pericardial effusion remains unknown.